Manufacturer narrative:
(B)(4). Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of "inflammatory response¿, "face turned into a balloon", "puffiness", "hard rock", "swollen lymph nodes", and "huge lymph nodes¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions: patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment with juvéderm voluma® xc possible treatment site responses include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Health care professional instructions: patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain.

Event description:
Patient reported they were injected with one syringe of juvéderm voluma® xc in the cheeks. The patient stated after this injection they have been experiencing an "inflammatory response," their "face turned into a balloon", "puffiness," "there's a hard rock in my face," "swollen lymph nodes," and "huge lymph nodes under my jawline." The patient has received two treatments of hyaluronidase. The patient stated the hyaluronidase treatments are not working. Further follow up received from the healthcare professional who states patient was injected with 1 cc into the left side of face, in the hollow under the cheek. Three days later patient developed swelling and both cheeks were rock hard. There was node swelling in the jawline. Patient has been injected with hyaluronidase on 4 occasions. Patient originally attempted to obtain this injection a month prior, however patient "had dermatitis and was rescheduled for filler at a different time." Because the patient is in remission from hodgkin's, when they had swelling of the lymph nodes at the jawline and face the injector recommended the patient see their oncologist, which patient did not do. Four months prior to this injection patient was injected with 3 cc to right cheek and 2 cc to left cheek with juvéderm voluma® xc. Three days later patient developed discomfort, swelling, and lumpiness which subsided two weeks later with no hyaluronidase.